Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. The customer reverted to an alternate form of insulin therapy. It was also reported that the insulin gauge was inaccurate and static. The fill estimate normalized and no cartridge change was needed. Customer's blood glucose level was 243 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.